Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced severe pain after being implanted with a permanent surgical lead for trial stimulation in the cervical area. Two days later the pt experienced a slight loss of movement in her left arm and an onset of allodynia. She is able to move her fingers and hand, but has limited ability to lift her left arm. CT images were taken, and all look normal according. The pt still has the lead implanted, and an sjm rep was able to program the pt to relieve the pain in both the left and right arms. The pt does still present with the lack of movement in the left arm. Her physician states this is not a permanent issue and given a few weeks, the motion should be regained. F/u info identified the pt was sent home with improved movement in her left arm. F/u is pending with her physician to evaluate the issue.